Event description:
It was reported that the system displayed the message: "only partial geometry movement is possible" and the c-arm and table movements did not work. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed that the error message was displayed on geo module. Review of the system log file fse found most likely the cause was application error and network connection lost between host pc and geo pc. Upon testing, fse identified the network issues in geo module box. The cause of the geo io box failure could not be conclusively determined by the supplier's part analysis. Fse replaced the geo module box and 2 amc ecat drive (lateral and longitudinal). After replacement of the geo module box and 2 amc ecat drive, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.